Event description:
Information received from the field does not address the patient's clinical status but notes that the device exhibited inappropriate measured data. Previous reports gave measured battery data as 2.76v, 9ua, 8.5 kohms and 12 kohms. The most recent follow-up gave measured data as 2.75v, 10ua, <1 kohms. The device was subsequently replaced.